Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd fluid (which occurred on the same day as the peritonitis onset) and vomiting with blood (which occurred a day prior to the peritonitis onset). A day prior to the event onset, the patient was hospitalized due to vomiting with blood. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 4th day, ongoing) for peritonitis. Two days after the initial symptom onset, the patient was discharged. It was reported that the patient was retrained on the proper aseptic technique. Three days after the initial symptom onset, the patient was hospitalized again due to peritonitis, cloudy fluid and vomiting with blood. The patient has later recovered from cloudy fluid. It was subsequently reported that the patient died at home on an unknown date. The cause of death was reported as due to vomiting with blood. It was not reported if an autopsy was performed. It was reported that the patient was recovering from peritonitis and pd therapy was ongoing prior to and at the time of death. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.